Event description:
It was reported by service report that the foot lift was not working stuck at mid-height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the footend lift motor failed.